Event description:
Rptr c/o breast pain/loss of sensation, organic brain syndrome, nerve deafness right ear, ringing in ears, multifocal neuropathy, fibromyalgia, gallbladder disease, asthma, headaches, depression, gi motility dysfunction, gastritis, esophagitis, scleroderma-like changes of bowel, lupus-like syndrome, dermatitis, immune dysfunction, cervical radiculopathy, fatigue, silicone granuloma of breast 5/93, breast pain, sacroiliitis, bursitis, migration, rupture, arthritis. Datevent